Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire patient¿s thrombus had escaped from the original disease. The thrombus had escape to an m3 occlusion. The patient recovered/resolved (B)(6) 2024. Other actions taken: urokinase intraarterial thrombolytic therapy. The event was not a recurrent or new stroke. The ae was noted as probably related to the disease under study. The ae was not related to an underlying condition or disease. Patient details: mrs score 0 and nihss score 10.the event was assessed as sae causal relationship to procedure and possible device related. Location of proximal face of clot: pre-procedure mtici score 0 and final post-procedure mtici score 2b. Ancilary device: aspiration catheter niu chuang5f-125cm

Event description:
Additional information received reported the patient was being treated for a clot in the middle cerebral artery (mca), r1 right. Intervention required was urokinase intraarterial thrombolytic therapy. Causality assessment provided as: not related to procedure and devices; probable related to disease under study; not related to underlying condition or disease; the rationale for the relationship to system or procedure. It was considered that the thrombus had escaped from the original disease.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.